Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the patient did not feel the device was getting the girth or rigidity that was desired. A new inflatable penile prosthesis was implanted. No patient complications were reported.